Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the threshold suspend was triggered multiple times. Customer's blood glucose was 94 mg/dl, sensor glucose was 63 mg/dl. Customer had another reading blood glucose was 100, sensor glucose was 68, blood glucose was 88 mg/dl and sensor glucose was 42 mg/dl. After troubleshooting, customer was advised to monitor the sensors and the sensors will be replaced.customer will not be returning the sensors for analysis.